Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-13325. It was reported the patient was not receiving effective stimulation. In turn, surgical intervention was undertaken wherein the ipg was explanted and lead was abandoned (inactive- still implanted). The patient received a drg system which was trialed and provided better pain control. This addressed the issue.